Event description:
Conmed (B)(6) reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/ bladeless optical tip was being used on an unknown date and ¿during the robotic surgical procedure, we confirmed that the trocar had been broken before closing the wound. We checked the abdominal cavity for about an hour and removed any internal remains. Timing of damage discovery: the damage was confirmed when the tip of the trocar was viewed from inside the laparoscope before closure. The damaged item was confirmed by intraperitoneal observation for over an hour, and was discovered and retrieved from the small intestinal mesentery. Products placed in the air-seal trocar: gauze, suction tube, laparoscopic forceps.¿ the procedure was completed without an alternate device and there was a delay of 1 hour. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. Device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on an unknown date and ¿during the robotic surgical procedure, we confirmed that the trocar had been broken before closing the wound. We checked the abdominal cavity for about an hour and removed any internal remains.timing of damage discovery: the damage was confirmed when the tip of the trocar was viewed from inside the laparoscope before closure. The damaged item was confirmed by intraperitoneal observation for over an hour, and was discovered and retrieved from the small intestinal mesentery. Products placed in the air-seal trocar: gauze, suction tube, laparoscopic forceps.¿ the procedure was completed without an alternate device and there was a delay of 1 hour. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
Examination of the returned used device ias12-100lpi found a piece of the ribbed trocar broke off. The broken piece was returned for evaluation. A root cause cannot be determined, however, based upon the photos, the likely root cause of the failure is due to misuse, including the use of sharp objects and excessive force. Usage warning information is communicated through the IFU. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.